Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us there was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid right coronary artery. The 3.5x12mm xience pro stent was implanted, but a dissection at the distal end of the lesion occurred. The dissection was successfully covered with another xience pro stent with good result. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.